Event description:
It was reported that during detention of the foley catheter, it came out naturally. Two weeks have passed and had natural withdrawal from ICU.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during detention of the foley catheter, it came out naturally. Two weeks have passed and had natural withdrawal from ICU.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received four (4) photo samples. Three (3) photo samples showcase an overview of an all-silicone foley catheter. Fourth photo sample showcases a piece of paper with native writing. Visual: received one (1) used all-silicone foley catheter without original packaging. Verified material number 119314 and manufacturing lot number ngjv4947. Visual inspection of the sample noted 1 three-way foley catheter with cut portion of the inlet tubing with balloon rupture (measuring 0.3335") on the return sample. This is out of specification per inspection procedure, which states, "balloon must not be torn". Product labeling was reviewed for this investigation. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.